Event description:
On (B)(6) 2020, neotract was notified of a (B)(6) year old patient that underwent a successfully completed prostatic urethral lift (pul) procedure. The patient was not on anticoagulant therapy and aspirin was held six days prior to the pul procedure. Post procedure, the patient was became hypotensive with a distended abdomen and retroperitoneal bleed. He experienced a downward trend in hemoglobin levels and required multiple transfusions and embolization. The patient continued to decline and expired on (B)(6) 2020.